Manufacturer narrative:
Information available from the hcp: a (B)(6) year old male with a patient medical history (pmh) of acute myeloid leukemia (aml) (now in remission). He was diagnosed and treated with a stem cell transplant in 2014. He was on subsequent immunosuppression inc. Tacrolimus and is now only on prednisolone. He has had multiple squamous cell carcinomas (sccs) excised from the scalp - reconstructed with transposition flaps and ssg to the resultant donor sites over the native periosteum. He has received post-operative radiotherapy at least twice to the scalp and a previous surgery in the past to the scalp. The patient underwent an excision of an aggressive scc from the anterior scalp with burring of the outer cortex of the scalp and reconstruction with an anteriorly based transposition flap from the right parietal scalp. The excision was complete, and he was referred for radiotherapy due to the presence of perineural invasion (pni). One of the margins was clear but in view of the aggressive nature of the lesion - further tissue was taken on 6-9-2019 with re-advancement of the flap- no further scc was seen. He did receive post-operative radiotherapy and has subsequently undergone excision of multiple other lesions from other regions on the head and neck. On (B)(6) 2020, he underwent excision of other facial sccs and at the time 4 areas were debrided and resurfaced with novosorb btm (biodegradable temporising matrix). He was reviewed on (B)(6) 2020 and then on (B)(6) 2020, the novosorb btm was delaminated. The hcp confirmed that the same lot number of btm was used at all 4 excision sites and confirmed causality of btm causing or contributing to the scc growth as "unsure". There appeared to be healthy tissue covering all 4 sites when he was reviewed on (B)(6) 2021. The patient was scheduled for an excision of a biopsy proven intraepidermal carcinoma (iec) - with failed treatment by dermatologist with efudix® to the right ear and grafting to the 4 sites on (B)(6) 2021. Unfortunately, he was febrile so wasn't allowed into hospital due to covid-19 lockdown period. When he re-attended for surgery on (B)(6) 2021, the lesions had grown to 4x the size and the area on the scalp had a large exophytic skin lesion. Punch biopsies confirmed poorly differentiated scc and a cr scan showed no cortical involvement and no regional lymph node spread. He underwent an excision with burring of the outer table on (B)(6) 2021. Clinically the peritoneum was intact, and this was confirmed on histopathology. The patient has been for radiotherapy and the wound hasn't been reconstructed. The pathologist, hcp spoke to, issued a supplementary report stating that there was no foreign body material in the specimen. There was some fat necrosis and multinucleate cells only. Upon review of the images and notes, hcp mentioned that only 1 of the 4 areas had exposed bone and this is the one where the novosorb btm hadn't taken. The other 3 sites were ulcers with some tissue in the base (previously biopsied as chronic ulcers). The other 2 sites had epithelialized and didn't require grafting. The exposed periosteum had broken down again so wasn't grafted. At the time of the reviews on (B)(6) 2020, (B)(6) 2020 and (B)(6) 2021 there were no signs of any ulceration around the btm sites x4. As per the hcp, the novosorb btm disappeared from the scc and had grown an scc in the site of or adjacent to the previous ulceration. Manufacturer's investigation: expert clinical opinion was consulted and concluded that novosorb btm was not the probable cause of scc. The probable cause was by patient conditions whereby scc seeded into the vascularised tissue in the novosorb btm in an immunocompromised patient with widespread actinic field change in the scalp skin, who suffers from multiple metachronous and synchronous sccs in an irradiated site. Review of quality and manufacturing records confirmed product release had met specifications. No prior similar events identified. Note: all dates mentioned above in the narrative are in dd-mm-yyyy format.

Event description:
Polynovo sales representative reported that a patient was presented to a healthcare professional (hcp), 2/52 ago, with a fever. He was denied access to the clinic due to covid regulations. The hcp saw the patient and noted that the btm at 3 sites were integrating with wound closure. A small area on the 4th site was healing. Patient came to rooms on (B)(6) 2021 and noted there was a new squamous cell carcinoma (scc) on view within the btm on front of calvarium. Has never seen this before and wants to investigate.